Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient from the cobas 8000 e 801 module, serial number (B)(4). The customer reported out the result to a physician who asked for re-measurement of the sample. The customer performed repeat testing with an accuraseed (wako) analyzer, and performed peg treatment testing on the patient¿s sample. The patient¿s sample was submitted for investigation and was tested on an outsourced architect analyzer and an e 801 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with a1 patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
The patient's sample was provided for investigation. The investigation determined the results generated at the customer site were confirmed. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
The patient had a new sample collected on (B)(6) -2020, the customer performed testing on an e 801 module and an accuraseed analyzer. The initial result was reported outside the laboratory, and the physician asked for the re-measurement of the sample. The customer provided the patient's sample for investigation. The patient's sample was tested on an e 801 module, a cobas e 411 immunoassay analyzer, and an architect analyzer. Refer to the attachment on the medwatch for all patient data. The patient's sample was requested for further investigation, but there was no sample available.